Event description:
It was reported that the core micro drill ran without user activation during a procedure. A back-up was used to complete the procedure with no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, widespread corrosion was discovered.